Event description:
It was reported that a non-recalled ck mesh was implanted in 2006 and that it was replaced in 2009, since "the prior patch did not hold its integrity and it balled up".

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all, pt's event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.